Event description:
Related manufacturer report number: 2017865-2019-16263, 2017865-2019-16266. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 11.1 cm.the damage found was sustained during procedure. The lead was otherwise normal.